Manufacturer narrative:
Section b5: additional information.

Event description:
Additional information: it was reported that the lvad clinician requested 2 ungrounded patient cables for the patient to utilize with the power module.

Manufacturer narrative:
Investigation summary: evaluation of the submitted log file confirmed the reported pump stop events. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. However, a specific cause could not for the captured events could not conclusively be determined as no product was returned for evaluation. Multiple requests for additional information were sent to the account. No further information was provided. The hmii lvas IFU and patient handbook contain information regarding driveline care; however, all hmii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The patient remains ongoing on the device, on an ungrounded patient cable. The manufacturer is closing the file on the event.

Manufacturer narrative:
Patient¿s weight was not provided. The referenced use of the ungrounded patient cable due to driveline issues and the percutaneous lead (driveline) repair were reported under medwatch MFR report #2916596-2016-01819. Approximate age of device ¿ 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s lvad system had been "beeping" for the prior few weeks. The patient was already utilizing an ungrounded patient cable due to known driveline issue. Lvad interrogation by the healthcare professional showed several brief pump stoppages. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and confirmed pump stoppages and low speed advisories while the lvad was supported by battery power and the power module. It appeared the short to shield had matured into a phase to phase short. Yellow wrench advisories indicating driveline fault were also observed within the log file. The driveline fault circuitry data identified a broken wire. Per the representative, if the redundant conductor of this phase fractured, the pump would stop. X-ray review by technical services identified a potential area of concern on the percutaneous lead (driveline). A distal end percutaneous lead (driveline) repair had been previously performed and there was not enough room left for another repair. No further information was provided.